Event description:
It was reported that during surgery two smart toes were wasted. When the surgeon tried to implant smart toe did not open. Went to use another and the canal was too wide. This was a primary case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Based on this investigation and the investigation (B)(4) related to the same event and same (B)(4) the root cause of the determined problem of expansion was attributed to a user related issue. The smart toe (implant) expansion problem was caused by mismanagement of the temperature. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
It was reported that during surgery two smart toes were wasted. When the surgeon tried to implant smart toe did not open. Went to use another and the canal was too wide. This was a primary case.